Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm in 2001. Aneursym and vessel morphology are unknown. The patient was reported to have been diagnosed with an endoleak and aneurysm enlargement on an unknown date. It was reported that in 2004 the aptient presented to the emergency room with sharp back pain and low blood pressure. A CT scan demonstrated a contained rupture and aneurysm diameter enlargement to 8 cm in diameter. The patient was successfully converted to open surgical repair. It was reported that during the explant procedure two patient lumbar arteries were noted to be bleeding into the aneurysm sac. No additional sequelae were reported and the patient is reported to be fine. Medtronic has received the explanted stent graft and its analysis is pending.